Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement of zero ohms. No additional out of range measurements were observed or able to be recreated. Boston scientific technical services (ts) discussed the potential of electromagnetic interference (emi). No adverse patient effects were reported. This product remains implanted and in service.